Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor readings compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. It is unknown if the customer experienced any symptoms; however, they contacted a healthcare professional (hcp) who provided unspecified treatment. Adc customer service attempted to contact the customer to gain additional details regarding this event; however, the customer refused to provide more details. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor readings compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. It is unknown if the customer experienced any symptoms; however, they contacted a healthcare professional (hcp) who provided unspecified treatment. Adc customer service attempted to contact the customer to gain additional details regarding this event; however, the customer refused to provide more details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation is in progress. No corrective actions have been taken at this time. The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.